Event description:
A report was received which stated that the end user had their right leg hanging in between the bed rail and the mattress. The caregiver failed to notice this and put the side rail down on the end user's right lower extremity. The user was injured and taken to the hospital as a result of the injury. No further information was provided.

Manufacturer narrative:
(B)(4).